Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states this case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 147 mg/dl (guide) and 62 mg/dl (performa).